Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep who clarified there was no lead implanted. The cause of the hemorrhage remains unknown. The patient underwent CT imaging and the issue resolved.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated stage 1 was attempted but aborted yesterday. Caller stated that after the base of the burr hold device was implanted and during the mer testing, the patient became somewhat unconscious and unresponsive. The hcp attempted to get the patient to respond and talk but they were unable to. Caller stated the patient was close (the base of the burr hold device was left implanted but not the cap) and the case was aborted. Caller reported that it was believed that a hemorrhage occurred at the site of where the mer catheter went in and that caused the bleed. The case will be rescheduled but hasn't yet. Caller believed patient was still in the hospital. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.